Event description:
Rptr had implants implanted 11/19/75. She needs to have them removed because, according to her dr, they are causing health problems. Her dr is very concerned about skin sores and says that the silicone seems to be the problem. Two drs are recommending surgery in june.info was submitted as follow-up 1/24/95: she had lumps behind her implants. To get dr to do anything she had to have the implants removed. She has the implants in case anyone wants to check on them. Her explant was done 6/23/94.